Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during an intraocular lens (iol) implantation procedure, "the lens did not successfully get placed in the eye by the machine. Intervention was an hour operation to put 4 stitches in the eye and replace with a bifocal lens. Issue is still unresolved as of (B)(6) 2020. I am now partially blind in right eye. After various eye drops and examinations I now have macular edema. The cause the lens initially not ejected from the machine correctly". Additional information was provided by the consumer, who reported that her surgery was an hour, she could hear that something had gone wrong. When she came around from surgery, apparently the lens did not "fit," it was not placed correctly; she does not know why. The result of that is that it cut her cornea and she needed 4 stitches. They had to put another lens, a regular bifocal lens because it is placed higher in the eye. She reported painful for three or four days. She went back a week later and still could not see, she was blind in her eye, it was due to eye pressure. She was given eye pressure drops and steroids. She went back to the doctor the day after and a week after. She was given drops because she could not see and the intraocular pressure was very high. She had a swollen retina in december; she was given non-steroidal eye drops. Currently she reported that she "is still completely blind in her right eye- everything is blurry, everything is really wavy, black blotches and she can't see details or images." She cannot close her left eye and walk around. Her eye hurts like pain behind the eye, closing the eye helps. She has not seen improvement and her eye has gotten worse. All drops have been discontinued.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).